Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified venous anastomosis. An 8.0 x80, 75cm gladiator balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The balloon was deflated and removed successfully with all of the balloon intact. Another 8 x 80 gladiator balloon catheter was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified venous anastomosis. An 8.0 x80, 75cm gladiator balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The balloon was deflated and removed successfully with all of the balloon intact. Another 8 x 80 gladiator balloon catheter was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 24 mm in length and extended from a position 23 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.